Event description:
Independent repair center: alleged key failure not shifting. Alarming or red light. Associated malfunctions for this device; power switch short circuit, clamps and zip ties on tubing leaking.